Manufacturer narrative:
Evaluation and investigation of the device showed no relevant error which may have caused or contributed to the occurred event.

Event description:
Patient fell and simply want to make sure the knee is in proper functioning order. Loaner not necessary as she wont be using a need for about 2 - 3 months. Patient had fallen getting up out of a chair in her living room. Unsure if knee gave way or if osseointegration implant broke. Implant was removed and she will hopefully heal and have another implant inserted in several months. Simply want to check to see if knee shows any issues. Patient fell and simply want to make sure the knee is in proper functioning order. Fall not due to device.

Manufacturer narrative:
Device evaluation in progress; supplemental report will be submitted after additional information has been obtained.

Event description:
Patient fell and simply want to make sure the knee is in proper functioning order. Loaner not necessary as she wont be using a need for about 2 - 3 months. Patient had fallen getting up out of a chair in her living room. Unsure if knee gave way or if osseointegration implant broke. Implant was removed and she will hopefully heal and have another implant inserted in several months. Simply want to check to see if knee shows any issues.